Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: neubauer m, reinberger em, dammerer d, moser lb, neugebauer j, gottsauner-wolf f, nehrer s. Unicompartmental knee arthroplasty provides superior clinical and radiological outcomes compared to high tibial osteotomy at a follow-up of 5-8 years. J clin med. 2023 aug 19;12(16):5387. Doi: 10.3390/jcm12165387. Pmid: 37629429; pmcid: pmc10455152. Objective and methods: authors retrospectively reviewed the results for 86 patients who received either a high-tibial osteotomy (hto)¿25 knees, or unicompartmental knee arthroplasty (uka)¿61 knees, to treat medial compartment osteoarthritis (oa), for satisfaction and survivability. The knee society score (kss), range of motion (rom), sf36 questionnaire and the tegner score were used. The kellgren¿lawrence score was assessed pre- and post-surgically. Survivorship, with the endpoint being ¿revision¿ was assessed. Patients had a single mean follow-up at 77.13 months. All patients received synthes tomofix implants for hto treatment and depuy sigma partial knee implants for uka. Authors did not provide any additional details such as patient case numbers or age/gender paired demographics, nor any specific product/lot code information for each patient. Results: the uka group showed significantly better improvements in kss scores for pain and function. Oa progression and survivorship also favored uka. Rom, sf36 and tegner scores did not differ significantly between hto and uka. Conclusions: the mid-to long-term data suggests that uka provides superior results to hto in selected outcomes. Survivorship and revisions: uka 3 patients were revised to total knee arthroplasties due to pain with oa progression 1 patients had an insert revision only, due to trauma-related pain, instability and insert wear hto 5 patients were revised to total knee arthroplasties due to pain with oa progression 1 patient was revised to uka due to pain with partial oa progression.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.